Event description:
This report pertains to one of two flexima biliary stent used in the same procedure. Manufacturer report # 3005099803-2014-03953 addresses the first device and manufacturer report # 3005099803-2014-03954 addresses the second device. It was reported to boston scientific corporation that two flexima biliary stents were implanted within the common bile duct of a patient on (B)(6) 2014 as part of the (B)(6). The patient was randomized to the plastic stent arm. According to the complainant, the patient was diagnosed with chronic pancreatitis in 2009. The patient's chronic pancreatitis was calcific and the etiology was alcoholic. On (B)(6) 2014, a pre-study stent placement cholangiogram revealed a distal biliary stricture and baseline liver function test were performed. A baseline assessment of biliary obstructive symptoms was also conducted and noted right upper quadrant pain, nausea/vomiting. On the same day, the patient underwent the initial stent placement procedure for a benign biliary stricture secondary to chronic pancreatitis. The stricture had previously been treated with a biliary and pancreatic sphincterotomy and a plastic stent. The previously placed plastic stent was removed prior to study stent placement during the study stent placement procedure. Neither a biliary nor a pancreatic sphincterotomy were performed during the stent placement procedure. The two 10fr x 7cm flexima biliary stents were deployed in a satisfactory position across the stricture and patient was discharged that day. On (B)(6) 2014, patient had an onset of cholangitis. On (B)(6) 2014, patient was admitted and underwent liver function test as well as assessment of biliary obstructive symptoms which noted right upper quadrant pain, fever/chills, dark urine, and pale stools. On (B)(6) 2014, an ercp procedure was performed, the physician noted that both stents were occluded with sludge and both bsc plastic stents were removed from the patient. Dilation was performed and four new plastic biliary stents were placed to complete the procedure. The event was considered resolved as of (B)(6) 2014 and patient was discharged that same day.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Although the device expiration is unknown, complainant stated that device was used prior to expiration date. (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.